Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, permanent cautery hook (pch) was not recognized. The customer installed the pch instrument on the other universal surgical manipulators (usm), but the issue was not resolved. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. This caused engagement failure. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. System log review shows one engagement failure via error code 22020 indicating engagement failure on the wrist yaw axis. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The missing piece measuring 0.0980 x 0.0285 was missing and not returned. The conductor wire is not broken. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The instrument was found to have a dislodged cautery hook at the distal end. The hook is not fully intact at the molded insulator and as a result failed both electric continuity tests. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.